Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The catheter was visually and tactilely inspected. There was contrast in the inflation lumen and in the balloon. Microscopic examination of the balloon did not reveal any damage or tears. The catheter was soaked in a warm water bath to loosen the contrast prior to functional testing. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to its rated burst pressure for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. There were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was a 90% in-stent restenosis of the previously placed non-bsc stent located in a moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation, was inflated twice to unspecified pressures. During the third inflation, the balloon pressure did not increase and balloon rupture was suspected. The device was removed intact and the procedure was completed with a 2.5mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was a 90% in-stent restenosis of the previously placed non-bsc stent located in a moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation, was inflated twice to unspecified pressures. During the third inflation, the balloon pressure did not increase and balloon rupture was suspected. The device was removed intact and the procedure was completed with a 2.5mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.